Event description:
The rep reported the device was used during a stereotactic breast biopsy. It was reported the c1535 clip sheared. The tip of the clip sheared off against the end of the p1175 probe. The clip along with the tip of the probe stayed in the breast. 01/08/1999 the rep reported the tip of the applier not the probe stayed in the breast.